Event description:
On (B)(6) 2012, the pt reported that a bolus she had programmed did not deliver from the infusion device. Pt's blood glucose level was 9.8 mmol/l (176.4 mg/dl) at 11:40 pm. Her target range is 5-8 mmol/l (90-144 mg/dl). The pt stated that the elevated blood glucose level was due to a miscalculation of carbohydrates at dinner. The pt programmed a bolus of 1.4 units of insulin on her blood glucose monitor and she did not hear it being delivered on the infusion device. The monitor data shows that the bolus delivered. At 11:47 pm, her blood glucose level was 11.0 mmol/l (198 mg/dl). No alarm or error messages were displayed on the infusion device. The pt did not program another bolus with the monitor because she did not want to risk administering too much insulin. The history in the infusion device does not show a bolus of 1.4 units of insulin at 11:40 pm. The pt had this same issue a couple months ago. The pt made no allegation regarding the bluetooth connection between the monitor and device.

Manufacturer narrative:
The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device has been replaced. The infusion device, insulin cartridge, adapter, and infusion set were requested to be returned for eval.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Nothing unusual was found in the history. The adapter and battery cover passed the optical inspection. A visual inspection and tests for flow and leak were performed on the returned used infusion set. The tubing connector needle was clogged by insulin. The visual inspection and leak tests were in accordance with specifications. The manufacturer tests the products during production for leak and flow. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.